Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and a bullae was noted in the left eye (os (ocular sinister)) and as a result could not lift the flap. The treatment in the os was aborted. The patient is scheduled to have photorefractive keratectomy (prk). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptom is not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 3.25 x -.75 x 173; left eye pre-op 20/20 3.25 x -1.00 x 3.